Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 0.148 mg/day via an implantable infusion pump for an unknown indication for use. It was noted in the logs that the pump stalled on (B)(6) 2018. The pump also had a stopped pump may exceed tube set message in the logs and a motor stall recovery that occurred on (B)(6) 2018. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The cause of the motor stall was not determined. The patient¿s weight at the time of the event was unknown.